Event description:
It was reported the pt is not receiving adequate coverage. Reprogramming attempts were unsuccessful. X-rays revealed no anomalies. The pt will discuss the next course of action with her doctor.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.